Manufacturer narrative:
The customer reported that the rns was resetting the group names back to their default value. Nihon kohden is currently working with them to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the rns was resetting the group names back to their default value.